Manufacturer narrative:
One device was returned for analysis. Review of event history log was able to confirm the customer¿s reported issue of cassette was not latched error. This indicated a reportable malfunction due to the failure of the latch sensor, and the reported issue was duplicated. The cause of the reported issue was failure of the latch sensor. The latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. Device passed all functional and delivery tests performed after repair activities were completed.

Event description:
The device was returned because the error continued to appear even after closing the latch. Upon physical inspection, a latch sensor failure was identified. The event occurred during priming at the facility. No patient involvement or harm was reported.